Event description:
It was reported that pericardial effusion, pericarditis and hemidiaphragm paralysis occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted on (B)(6) 2025. Post procedure the patient developed some chest pain. At first follow up after discharge, the patient was determined to have pericarditis, and some fluid was noted in the pericardial space. The fluid was not drained, and the pericarditis was treated with medication, but the patient did continue to experience pain and dyspnea during the treatment. In the time following the closure device implant a non-boston scientific (bsc) lynx device was implanted in the distal esophagus. On (B)(6) 2026, the patient reported for a follow up and the patient has left hemidiaphragm paralysis. The physician reached out to share the complaint and asked if this is something that has been reported after a closure device procedure. The physician was also questioning if it is a consequence of the pericarditis. The physician followed up a few hours later to report that a pulmonologist reported the left hemidiaphragm was mildly elevated pre closure device procedure. The non-bsc lynx device has also been reported as a potential cause for phrenic nerve injury.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: the batch number for the watchman flx? Pro, part # m635wu60200 was not provided. A ship history was performed to identify the last three most recently shipped batches to the customer and no batches were identified. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specification, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion and chest pain (pericarditis, dyspnea, paralysis) (medication required, hospitalization). Risk review: a risk review was completed and confirmed that the events of pericardial effusion and chest pain (pericarditis, dyspnea, paralysis) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion, pericarditis and hemidiaphragm paralysis occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was implanted on (B)(6) 2025. Post procedure the patient developed some chest pain. At first follow up after discharge, the patient was determined to have pericarditis, and some fluid was noted in the pericardial space. The fluid was not drained, and the pericarditis was treated with medication, but the patient did continue to experience pain and dyspnea during the treatment. In the time following the closure device implant a non-boston scientific (bsc) lynx device was implanted in the distal esophagus. On (B)(6) 2026, the patient reported for a follow up and the patient has left hemidiaphragm paralysis. The physician reached out to share the complaint and asked if this is something that has been reported after a closure device procedure. The physician was also questioning if it is a consequence of the pericarditis. The physician followed up a few hours later to report that a pulmonologist reported the left hemidiaphragm was mildly elevated pre closure device procedure. The non-bsc lynx device has also been reported as a potential cause for phrenic nerve injury.